Manufacturer narrative:
Investigation in progress.

Event description:
It was reported a patient underwent a right total hip arthroplasty on (B)(6) 2017. Subsequently, patient was revised due to dislocation of joint due to loosening of diaphyseal and the metaphyseal component on (B)(6) 2017. After this surgery, the patient is detected with an infection in the joint. Tm revision shell is the only tmt design controlled part.

Manufacturer narrative:
Part and lot number are required to review device history records and neither were provided. Product was not returned so no product evaluation could be conducted. This device is used for treatment. The following components were reviewed for compatibility and found to be incompatible: zb acetabular components used in conjunction with depuy femoral head and stem. Zimmer-biomet has not confirmed the compatibility of this combination of devices, and this would be considered an off-label use of this product as indicated on the packaging insert. The recommended compatibility chart can be found at (B)(6). However, it cannot be confirmed that this incompatibility has any definitive relationship to the reported event. Complaint history review could not be performed as part/lot number was not provided. No medical records received requests were conducted through zimmer biomet warsaw complaints. The acetabular devices had an in-vivo life of two months with the competitor femoral components in-vivo life of approximately 19 days. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.